Event description:
The customer reported elevated troponin I (accu tni) results for four pts involving unicel dxi 800 access immunoassay system. This report refers to pt number three. The elevated result was within risk stratification range and discordant to access 2 immunoassay system, which produced a result within the normal reference range. The elevated result was released out of the lab and questioned by the physician. There has been on report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008. The foam portion of the high sensitivity (hs) system check did not pass. The aspiration test indicated aspirate probe #1 was aspirating half the volume as it should be. The fse replaced the peri-pump tubing, which was visibly depressed. Poor aspiration is a symptom of flattened or damaged peri-pump tubing. The fse retested the hs system check and completed the aspiration test and precision test. All system results successfully passed, and the unit conformed to the MFR's published performance specifications. All samples were lithium heparin plasma, centrifuged at 3,300 rpm (rotations per minute) for 15 minutes. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-03435, 03434 and 03437.